Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review for the day of treatment showed no error messages or other abnormalities. The system passed successfully all initialization steps. The user performed gas change, performed the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile showed multiple successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The treatment was performed successfully without interruption. No technical root cause could be identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a photo refractive keratectomy (prk) the patient presented with residual astigmatism at the one month postoperatively. Additional information has been requested.